Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 508 (mg/dl) with ketone level of 2 and was subsequently hospitalized. There was no allegation of pump malfunction. Manual injections were administered to address bg. No issues were observed with the cartridge, infusion tubing or cannula. Customer was treated with intravenous insulin and fluids in the hospital. The treatment resolved the issue, and the customer was released the same day with no permanent damage.